Manufacturer narrative:
One opened handpiece was received for the report of damage in the nozzle. The returned sample was visually inspected and found to be conforming. The plunger height was dimensionally inspected and found to be conforming. A functional thread engagement and plunger movement test was performed and found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual inspections, dimensional inspections and functional tests, associated with the reported event, therefore a damage in the nozzle as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, deposits were noticed on the implant which was removed by polishing. The symptoms has been resolved. Additional information has been requested and received stated that the damage in the nozzle may indicate a handpiece issue.